Manufacturer narrative:
Pt infor:unk. Date of event:unk. (Expiration date): unk, no serial number reported. Implant date: unk. (Device manufacturing date): unk, no serial number reported. Claim # (B)(4).

Event description:
The reporter suspects that a post-pi patient now has a cataract caused by the pi. If additional information is received a supplemental medwatch report will be submitted.